Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away. During the leadless implantable pulse generator (ipg) implant procedure, a "bump" appeared on the patient's groin after the femoral vein puncture. A hematoma was suspected. The puncture point was compressed and the physician determined to continue on with the implant procedure. The leadless implantable pulse generator (ipg) was successfully implanted and the compression bandage was removed the next day without any alarming sign. Four days post-operatively, a hematoma was visible on the patient's groin and thigh. A vascular surgeon was consulted for femoral vein suture. The patient was admitted to the operating room for the procedure and was put into general anesthesia with intubation. The patient then showed signs of respiratory distress and passed away a few minutes later. Probable aspiration syndrome was suspected.